Event description:
This notification was opened for review in response to a patient's spouse contacting the manufacturer to return a device following a death. This report was related to a dreamstation auto CPAP device. Medical intervention was specified; the wife stated his death certificate lists the cause of death listed as renal disease, chronic kidney disease, hypertension, cardiovascular disease. There was no mention the device contributed to the cause of death. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.